Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information was received indicating that a smiths medical cadd pump had issues with lack of customizable alarm volume/limits that have resulted in near miss events with medications that have very short life spans. No adverse effects were reported.